Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. When deploying the device the needles stalled in the barrel. Needle backdown was unsuccessful. While the cardiologist was manipulating the device, the barrel separated from the sheath. The patient was taken to surgery for device removal and arterial repair. Surgery was successful and the patient recovered without incident.